Manufacturer narrative:
On 12/16/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the device it was observed a crease in posterior view, additionally a tear (a) within the crease was noted, measuring approximately less than 0.1 cm., additionally a rupture (b) was observed in anterior view, measuring approximately 7 cm. During the microscope examination striations were detected in the edges of the rupture b. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc breast implant and experienced deflation on the left side post-operatively. Deflation was confirmed via mammogram. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 535cc, catalog number 3505535bc, serial number (B)(4) (r) and (B)(4) (l) on (B)(6) 2019.